Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. The patient was treated with unknown intraperitoneal antibiotics. The patient was discharged eleven days after admission. At the time of this report the patient was recovering from this peritonitis event. Action taken with pd therapy was not reported. No additional information is available.